Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but is not relevant to product at fault. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and booted up. Functional testing was performed and there was no failure detected. Global receiver communication tool test was performed and passed. A receiver universal serial bus (usb) charging and download manual test was performed and passed. Performed an overnight charging and discharge test and battery capacity was good. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.